Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alert. Customer reported that they did pressed the button more than three minute. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.